Event description:
The customer reported that the ac power module is not working.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module is not working. The customer replaced the ac power module from their own stock to resolve the reported issue. As of 9/8/10 there have been no further reports of this issue from this customer site.